Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5101758) on 29-jun-2021. The most recent information was received on 21-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("the essure device were sticking out of my fallopian tubes stabbing and scrapping my insides") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included natures way superfoods tumeric (curcuma longa; piper nigrum), vitamin e nos and d3 (cholecalciferol). On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced fallopian tube perforation (seriousness criteria hospitalisation, medically important and intervention required), allergy to metals ("nickel allergy"), delirium ("delirium"), pruritus ("constant itching"), headache ("headaches"), dysmenorrhoea ("painful periods"), heavy menstrual bleeding ("heavy menstrual bleeding with large blood cloth"), abdominal pain ("daily abdominal pain turned into a sharp stabbing pain to point of not able to walk upright"), myalgia ("muscle aches"), deafness transitory ("temporary loss of hearing"), amnesia ("memory loss"), vision blurred ("blurred vision"), anxiety ("anxiety"), muscle spasms ("muscle spasm"), insomnia ("insomnia"), fatigue ("fatigue"), partner stress ("relationship problem due to the symptoms ending in divorce"), uterine polyp ("polyps in my uterus"), pelvic pain ("pain was infact caused by essure") and injury ("traumatized") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, allergy to metals, amnesia, anxiety, deafness transitory, delirium, dysmenorrhoea, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, injury, insomnia, muscle spasms, myalgia, partner stress, pelvic pain, pruritus, uterine polyp, vision blurred and weight increased to be related to essure administration. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. On follow up of 21-feb-2023: discrepancy noted: essure insertion date: (B)(6) 2010. Essure removal date: (B)(6) 2020. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: lawyer added as reported, case updated to legal, date of birth added, narrative updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5101758) on 29-jun-2021. The most recent information was received on 01-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('the essure device were sticking out of my fallopian tubes stabbing and scrapping my insides') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (d3), curcuma longa;piper nigrum (natures way superfoods tumeric) and vitamin e nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), allergy to metals ("nickel allergy"), delirium ("delirium"), pruritus ("constant itching"), headache ("headaches"), dysmenorrhoea ("painful periods"), heavy menstrual bleeding ("heavy menstrual bleeding with large blod cloth"), abdominal pain ("daily abdominal pain turned into a sharp stabbing pain to point of not able to walk upright"), myalgia ("muscle aches"), deafness transitory ("temporary loss of hearing"), amnesia ("memory loss"), vision blurred ("blurred vision"), anxiety ("anxiety"), muscle spasms ("muscle spasm"), insomnia ("insomnia"), fatigue ("fatigue"), partner stress ("relationship problem due to the symptoms ending in divorce"), uterine polyp ("polyps in my uterus"), pelvic pain ("pain was infact caused by essure") and injury ("traumatized") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, allergy to metals, delirium, pruritus, headache, dysmenorrhoea, heavy menstrual bleeding, abdominal pain, weight increased, myalgia, deafness transitory, amnesia, vision blurred, anxiety, muscle spasms, insomnia, fatigue, partner stress, uterine polyp, pelvic pain and injury outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, anxiety, deafness transitory, delirium, dysmenorrhoea, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, injury, insomnia, muscle spasms, myalgia, partner stress, pelvic pain, pruritus, uterine polyp, vision blurred and weight increased to be related to essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5101758) on 29-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('the essure device were sticking out of my fallopian tubes stabbing and scrapping my insides') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cholecalciferol (d3), curcuma longa;piper nigrum (natures way superfoods tumeric) and vitamin e nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), allergy to metals ("nickel allergy"), delirium ("delirium"), pruritus ("constant itching"), headache ("headaches"), dysmenorrhoea ("painful periods"), menstrual disorder ("heavy menstrual bleeding with large blood cloth"), abdominal pain ("daily abdominal pain turned into a sharp stabbing pain to point of not able to walk upright"), myalgia ("muscle aches"), deafness ("temporary loss of hearing"), amnesia ("memory loss"), vision blurred ("blurred vision"), anxiety ("anxiety"), muscle spasms ("muscle spasm"), insomnia ("insomnia"), fatigue ("fatigue"), partner stress ("relationship problem due to the symptoms ending in divorce"), uterine polyp ("polyps in my uterus"), pelvic pain ("pain was in fact caused by essure") and injury ("traumatized") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, allergy to metals, delirium, pruritus, headache, dysmenorrhoea, menstrual disorder, abdominal pain, weight increased, myalgia, deafness, amnesia, vision blurred, anxiety, muscle spasms, insomnia, fatigue, partner stress, uterine polyp, pelvic pain and injury outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, anxiety, deafness, delirium, dysmenorrhoea, fallopian tube perforation, fatigue, headache, injury, insomnia, menstrual disorder, muscle spasms, myalgia, partner stress, pelvic pain, pruritus, uterine polyp, vision blurred and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: (B)(4)) on 29-jun-2021. The most recent information was received on 11-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("the essure device were sticking out of my fallopian tubes stabbing and scrapping my insides/ the device measures 2.8 cm and is focally protruding from the circumference of the tube") in an adult female patient who had essure inserted (lot no. 20179187) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pregnancy in 2019 and obesity, alcohol use, tobacco user, pelvic pain female, renal calculus, menorrhagia, pap smear abnormal, allergy (rhinitis nickel penicillin¿s class rash, delirium zyprexa [olanzapine] hives), internal hemorrhoids, colonic polyp, acne, hallucination, auditory, uti, depression, delusion and postpartum state. Hpi comments: rebecca thomas is a 31 y female whose cc is psychiatric exam mse note: medic 341, c/o being forced to eat marijuana brownie by her husband. Patient feeling anxious. States husband wouldn't let her leave. Patient has history of anxiety disorder. Hpi: patient is 31 year old female after eating a "magic brownie" given to her by her ex-husband, after eating started to feel anxious, history of anxiety, patient unsure what was in brownie but reports that she has had thc before and didn't feel this way in past, denies other drug/etoh use, patient also reports that she thinks her husband did this on purpose to use for custody battle and that he may have been trying to kill her, police notified by nurse. Past medical history: screening for depression adult abuse, domestic acne impression: patient presenting as very anxious, depressed and is reporting fears that her husband, who she states she is attempting to divorce, has been "mind controlling" her in an attempt take her children away from her. Patient very anxious and states that she doesn't want anyone to hurt her or her family. Patient states that she has no friends or family that she can rely on for support since her husband has manipulated everyone and kept them away from her. Patient reporting that her husband has been "drugging" her for a very long time in order to control her, however, there is no evidence of this activity. Patient was admitted to hospital in december 2009 with very similar symptoms and complaints which at the time was attributed to a combination of infections and medication that patient was taking. Attempted to get patient to formulate a plan for discharge and self-care, however, patient presents as somewhat confused, depressed, anxious and repeated that she didn't want to cause anyone to get hurt. Patient states that she has family and friends living in the area but reports that "they are all out of town" and she doesn't feel that she will be safe anywhere as she believes that this is her last day on earth. Patient currently meets 5150 criteria as a gravely disabled adult. Diagnosis: axis I: delusional disorder. Axis ii: deferred. Axis IV: problems with relationships and economic problems. Axis v: 21 - 30 serious impairment. Recommendations for level of care needed: admission to locked psychiatric inpatient facility for stabilization. Disposition ER: psychiatric hospitalization follow up: to be arranged prior to discharge from psychiatric facility. Previously administered products included: motrin [ibuprofen] for pain. Concomitant products included natures way superfoods tumeric (curcuma longa;piper nigrum), vitamin e nos and d3 (colecalciferol). On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced fallopian tube perforation (seriousness criteria hospitalisation, medically important and intervention required), allergy to metals ("nickel allergy"), delirium ("delirium"), pruritus ("constant itching"), headache ("headaches"), dysmenorrhoea ("painful periods"), heavy menstrual bleeding ("heavy menstrual bleeding with large blood cloth"), abdominal pain ("daily abdominal pain turned into a sharp stabbing pain to point of not able to walk upright"), myalgia ("muscle aches"), deafness transitory ("temporary loss of hearing"), amnesia ("memory loss"), vision blurred ("blurred vision"), anxiety ("anxiety"), muscle spasms ("muscle spasm"), insomnia ("insomnia"), fatigue ("fatigue"), partner stress ("relationship problem due to the symptoms ending in divorce"), uterine polyp ("polyps in my uterus"), pelvic pain ("pain was in fact caused by essure") and injury ("traumatized") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, allergy to metals, amnesia, anxiety, deafness transitory, delirium, dysmenorrhoea, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, injury, insomnia, muscle spasms, myalgia, partner stress, pelvic pain, pruritus, uterine polyp, vision blurred and weight increased to be related to essure administration. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events.¿ on follow up of 21-feb-2023: discrepancy noted: previously reported essure insertion date : (B)(6) 2009. Essure insertion date:(B)(6) 2010 essure removal date: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.346 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: procedure orders 1. Xr hysterosalpingography history: status post placement of essure occlusion plugs. Findings: the initial scout image demonstrates essure fallopian tube occlusion plugs within the pelvis. Procedure: written consent was obtained. Under fluoroscopic observation, contrast was instilled into the uterine cavity. The uterus distended and appeared normal in caliber. Both anterior occlusion plugs appear to be located within the fallopian tubes at a distance of approximately 5 mm, and 10 mm for the right and left occlusion plugs respectively. Contrast extended up to but not beyond either the left, or right occlusion plugs. Impression: 1. Normal-appearing intrauterine cavity. 2. Status post placement of a short occlusion plugs. Contrast did not extend beyond the proximal portion of either tube, and did not extend alongside either essure occlusion plug. [Pathology test] on (B)(6) 2020: diagnoses: chronic female pelvic pain. Endometrial polyp. Final pathologic diagnosis: a. Endometrium, "polyp," removal: late secretory pattern endometrium, no hyperplasia or malignancy. B. Fallopian tube with essure device, right, salpingectomy: entire cross-sections of unremarkable fallopian tube examined, medical device for gross examination. C. Fallopian tube with essure device, left, salpingectomy: entire cross-sections of unremarkable fallopian tube examined, medical device for gross examination. Diagnosis/clinical impression: endometrial polyp, chronic female pelvic pain. Procedure/specimen: laparoscopic salpingectomy, hysteroscopic fibroid resection. A) endometrial polyp. B) right fallopian tube with essure device. C) left fallopian tube with essure device. Gross description: b) right fallopian tube with essure device." Received in formalin is a non-fimbriated fallopian tube segment measuring 4.3 cm in length and 0.4 cm in diameter. There is an essure device present within the fallopian tube and part of the device is uncoiled and protruding from one end. The device measures approximately 10.7 cm in length. C) left fallopian tube with essure device." Received in formalin is a 7.5 cm in length x up to 0.8 cm in diameter fimbriated fallopian tube segment. On external examination, there appears to be an essure device within the non-fimbriated half. The device measures 2.8 cm and is focally protruding from the circumference of the tube. This protrusion extends 0.5 cm beyond the external plane / surface of the tube and the protruding portion may be overlapped by extremely delicate membranous tissue. Specimen(s) received a:endometrial polyp - endometrial polyp b:fallopian tubes, sterilization/identification - right fallopian tube with essure device c:fallopian tubes, sterilization/identification - left fallopian tube with essure device [ultrasound scan] on (B)(6) 2019: diagnosis: female pelvic pain narrative: pelvic ultrasound history: 39-year-old woman, with pelvic pain. Technique: ultrasound images of the pelvis were acquired with endovaginal and transabdominal approach. Comparison: none available findings: uterus: measures 6.2 x 5.6 x 10.2 cm. No fibroids or other masses seen. Endometrium: measures 17.3 mm. Ovoid hyperechoic 7 mm and 8 mm endometrial masses likely polyps. Right adnexa: the right ovary is normal, measuring 2.5 x 2.5 x 2.0 cm. Left adnexa: the left ovary is normal, measuring 2.5 x 3.5 x 1.8 cm. Other: essure devices are demonstrated. Lot number: 20179187 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5101758) on 29-jun-2021. The most recent information was received on 17-nov-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("the essure device were sticking out of my fallopian tubes stabbing and scrapping my insides/ the device measures 2.8 cm and is focally protruding from the circumference of the tube") in an adult female patient who had essure inserted (lot no. 20179187) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pregnancy in 2019 and obesity, alcohol use, tobacco user, pelvic pain female, renal calculus, menorrhagia, pap smear abnormal, allergy (rhinitis nickel penicillin¿s class rash, delirium. Zyprexa [olanzapine] hives), internal hemorrhoids, colonic polyp, acne, hallucination, auditory, uti, depression, delusion and postpartum state. Hpi comments: (B)(6) is a 31 y female whose cc is psychiatric exam. Mse note: (B)(6), c/o being forced to eat marijuana brownie by her husband. Patient feeling anxious. States husband wouldn't let her leave. Patient has history of anxiety disorder. Hpi: patient is 31 year old female after eating a "magic brownie" given to her by her ex-husband, after eating started to feel anxious, history of anxiety, patient unsure what was in brownie but reports that she has had thc before and didn't feel this way in past, denies other drug/etoh use, patient also reports that she thinks her husband did this on purpose to use for custody battle and that he may have been trying to kill her, police notified by nurse. Past medical history: screening for depression adult abuse, domestic acne impression: patient presenting as very anxious, depressed and is reporting fears that her husband, who she states she is attempting to divorce, has been "mind controlling" her in an attempt take her children away from her. Patient very anxious and states that she doesn't want anyone to hurt her or her family. Patient states that she has no friends or family that she can rely on for support since her husband has manipulated everyone and kept them away from her. Patient reporting that her husband has been "drugging" her for a very long time in order to control her, however, there is no evidence of this activity. Patient was admitted to hospital in (B)(6) 2009 with very similar symptoms and complaints which at the time was attributed to a combination of infections and medication that patient was taking. Attempted to get patient to formulate a plan for discharge and self-care, however, patient presents as somewhat confused, depressed, anxious and repeated that she didn't want to cause anyone to get hurt. Patient states that she has family and friends living in the area but reports that "they are all out of town" and she doesn't feel that she will be safe anywhere as she believes that this is her last day on earth. Patient currently meets 5150 criteria as a gravely disabled adult. Diagnosis: axis I: delusional disorder. Axis ii: deferred. Axis IV: problems with relationships and economic problems. Axis v: 21 - 30 serious impairment. Recommendations for level of care needed: admission to locked psychiatric inpatient facility for stabilization. Disposition ER: psychiatric hospitalization follow up: to be arranged prior to discharge from psychiatric facility. Previously administered products included: motrin [ibuprofen] for pain. Concomitant products included natures way superfoods tumeric (curcuma longa; piper nigrum), vitamin e nos and d3 (cholecalciferol). On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced fallopian tube perforation (seriousness criteria hospitalisation, medically important and intervention required), allergy to metals ("nickel allergy"), delirium ("delirium"), pruritus ("constant itching"), headache ("headaches"), dysmenorrhoea ("painful periods"), heavy menstrual bleeding ("heavy menstrual bleeding with large blood cloth"), abdominal pain ("daily abdominal pain turned into a sharp stabbing pain to point of not able to walk upright"), myalgia ("muscle aches"), deafness transitory ("temporary loss of hearing"), amnesia ("memory loss"), vision blurred ("blurred vision"), anxiety ("anxiety"), muscle spasms ("muscle spasm"), insomnia ("insomnia"), fatigue ("fatigue"), partner stress ("relationship problem due to the symptoms ending in divorce"), uterine polyp ("polyps in my uterus"), pelvic pain ("pain was in fact caused by essure") and injury ("traumatized") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, allergy to metals, amnesia, anxiety, deafness transitory, delirium, dysmenorrhoea, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, injury, insomnia, muscle spasms, myalgia, partner stress, pelvic pain, pruritus, uterine polyp, vision blurred and weight increased to be related to essure administration. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. On follow up of 21-feb-2023: discrepancy noted: previously reported essure insertion date : (B)(6) 2009. Essure insertion date: (B)(6) 2010. Essure removal date: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.346 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: procedure orders 1. Xr hysterosalpingography history: status post placement of essure occlusion plugs. Findings: the initial scout image demonstrates essure fallopian tube occlusion plugs within the pelvis. Procedure: written consent was obtained. Under fluoroscopic observation, contrast was instilled into the uterine cavity. The uterus distended and appeared normal in caliber. Both anterior occlusion plugs appear to be located within the fallopian tubes at a distance of approximately 5 mm, and 10 mm for the right and left occlusion plugs respectively. Contrast extended up to but not beyond either the left, or right occlusion plugs. Impression: 1. Normal-appearing intrauterine cavity. 2. Status post placement of a short occlusion plugs. Contrast did not extend beyond the proximal portion of either tube, and did not extend alongside either essure occlusion plug. [Pathology test] on (B)(6) 2020: diagnoses: chronic female pelvic pain endometrial polyp final pathologic diagnosis: a. Endometrium, "polyp," removal: - late secretory pattern endometrium - no hyperplasia or malignancy b. Fallopian tube with essure device, right, salpingectomy: - entire cross-sections of unremarkable fallopian tube examined - medical device for gross examination. C. Fallopian tube with essure device, left, salpingectomy: - entire cross-sections of unremarkable fallopian tube examined - medical device for gross examination. Diagnosis/clinical impression: endometrial polyp, chronic female pelvic pain. Procedure/specimen: laparoscopic salpingectomy, hysteroscopic fibroid resection. A) endometrial polyp. B) right fallopian tube with essure device. C) left fallopian tube with essure device. Gross description: b) right fallopian tube with essure device." Received in formalin is a non-fimbriated fallopian tube. Segment measuring 4.3 cm in length and 0.4 cm in diameter. There is an essure device present within the fallopian tube and part of the device is uncoiled and protruding from one end. The device measures approximately 10.7 cm in length. C) left fallopian tube with essure device." Received in formalin is a 7.5 cm in length x up to 0.8 cm in diameter fimbriated fallopian tube segment. On external examination, there appears to be an essure device within the non-fimbriated half. The device measures 2.8 cm and is focally protruding from the circumference of the tube. This protrusion extends 0.5 cm beyond the external plane / surface of the tube and the protruding portion may be overlapped by extremely delicate membranous tissue. Specimen(s) received a:endometrial polyp - endometrial polyp b:fallopian tubes, sterilization/identification - right fallopian tube with essure device c:fallopian tubes, sterilization/identification - left fallopian tube with essure device [ultrasound scan] on (B)(6) 2019: diagnosis: female pelvic pain narrative: pelvic ultrasound. History: 39-year-old woman, with pelvic pain. Technique: ultrasound images of the pelvis were acquired with endovaginal and transabdominal approach. Comparison: none available findings: uterus: measures 6.2 x 5.6 x 10.2 cm. No fibroids or other masses seen. Endometrium: measures 17.3 mm. Ovoid hyperechoic 7 mm and 8 mm endometrial masses likely polyps. Right adnexa: the right ovary is normal, measuring 2.5 x 2.5 x 2.0 cm. Left adnexa: the left ovary is normal, measuring 2.5 x 3.5 x 1.8 cm. Other: essure devices are demonstrated. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Lot number and expiry date added. Non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.